Event description:
It was reported that pericardial effusion (pe) occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac kit was selected for use. Transesophageal echocardiogram (tee), intracardiac echocardiogram (ice) and fluoroscopy imaging were being used. Very challenging anatomy was noted. Pre-procedure tee imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross with transseptal fixed curve sheath. A trusteer access system (was) was advanced along with a 31mm watchman flx pro closure device and delivery system (wds) into the laa where the wds was subsequently deployed. The physician attempted multiple recaptures and deployments. A second tsp was also attempted to get the correct trajectory into the laa. After multiple recaptures and deployments of the wds without the device meeting release criteria, an effusion check on imaging was performed and there was fluid around the laa. The wds was immediately taken out of the patient, and a pericardiocentesis was performed where 500cc of blood was removed. The patient remained stable throughout the event. The procedure was aborted, and the patient was transported to an overnight bed with a pericardial drain in place. The patient is expected to fully recover and was sent for surgical consult to close the laa in the future, since a watchman device implant is not possible. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was unable to be obtained yet.